Event description:
It was reported that the patient presented for scheduled implant procedure. During procedure, it was noted that the helix of the right ventricular (rv) lead was damaged and failed to extend. The rv lead was not implanted, and an alternate lead was implanted instead on (B)(6) 2025. The patient was in stable condition.

Manufacturer narrative:
The reported events of helix mechanism issue and helix damage were confirmed. As received, a complete lead was returned with the helix partially extended and clogged with blood/tissue. Final analysis found that the inner coil was over-torqued, and the helix was stretched inside the helix housing consistent with procedural damage. Correction: section d9 - 'yes" should have been selected, rather than 'no". All return data resubmitted.